Event description:
Information received indicates, the bed lost ground.

Manufacturer narrative:
The technician found the ground pin broken on the power cord plug. The technician replaced the power cord plug to repair the bed.